Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. The airflow sensor u1/u2 were replaced to resolve the reported issue.

Event description:
Air flow accuracy failed. There was no patient involvement during failure investigation.